Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2011, the pt reported that on (B)(6) 2011 the pump delivered a .10 unit bolus at 1:02 pm despite selecting 0.00 units and hitting ok button. The pt claimed her blood glucose dropped to 60 mg/dl at the time of the bolus and she treated self with food. The pt denied developing signs/symptoms of low glucose. The pt's reported bg readings do not meet animas' criteria for a serious injury. At the time of troubleshooting, the pt denied any issues with the keypad sticking or trauma to the pump. The pt confirmed the date/time and basal and ez bolus settings were correct. The pt stated the pump may have been x-rayed last time she went to the airport but could not confirm.